Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead high out of range pacing impedance measurement. The patient was brought into the office where the clinician was unable to replicate the out of range impedance measurement. The upper rate limit for the alert on the remote monitoring system was increased and the physician has opted to continue to monitor the patient. The physician believes it is an early indication of a possible issue with the other manufacturer's rv lead, however no x-ray or fluoroscopy image was taken to confirm this thought. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that additional remote home monitoring alerts were issued due to high out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. The patient also reported that the ICD was emitting tones. Boston scientific technical services (ts) was consulted and discussed bringing the patient in. The clinic noted that the alert was reoccurring and discussed that they will continue to monitor the patient via the remote home monitoring system. At this time the ICD and another manufacturer's rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the cause of the high impedance was thought to be a possible fracture of the other manufacturer's rv lead.

Event description:
Additional information was received that the ICD and another manufacturer's rv lead continued to exhibit high out of range pacing impedance measurements. A revision procedure was performed where the lead was surgically abandoned and successfully replaced. The cause of the high impedance remained unknown. The ICD remained in service and no additional adverse patient effects were reported.